Event description:
Left patellar implant dislodged status post. Left total knee replacement 03/1999. Pt experienced left knee pain and swelling since 12/2000 when pt arose from a sitting position and felt a pop. Pt experienced pain and swelling of the left knee. 02/2001 diagnosis-dislodged left patellar prosthesis. 02/2001 operation-replace left patellar prosthesis.